Manufacturer narrative:
Report claims the smartdrive device engaged a drive command without any physical manipulation of the switch controls. Permobil has requested the switch controls be returned to permobil ab for evaluation in effort to determine a probable cause for the alleged malfunction. The end-user is being provided a replacement set of switch controls, but suspect controls have yet to be received at permobil ab as of this report date. If any new information is received, a follow-up report will be submitted.

Event description:
Reports while sitting in a classroom at school, the smartdrive device reportedly engaged a drive command without any physical manipulation of the switch control buttons. This reportedly forced the wheelchair into a desk where the end-user sustained some bruising to their chest. No medical intervention was sought as a result.